Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown issues. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the lead was used as a semi-permanent pacing system to bridge patient to permanent biv implant. There is no product malfunction associated with this lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown issues. No additional adverse patient effects were reported.